Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented with noise on the right atrial lead. Programming changes were made. There were no patient consequences.